Event description:
It was reported that on (B)(6) 2024, a 23mm epic plus supra and 29mm epic plus mitral were attempted to be implanted for a double valve replacement procedure. After implantation of the 23mm epic plus supra and 29mm epic plus mitral, mitral valve annulus was noted to be torn confirmed by echocardiogram due to infective endocarditis, which caused mitral regurgitation and heavy aortic regurgitation. Cardiopulmonary bypass was set up again, and two of the devices were explanted. The torn valve annulus was fixed. The same 29mm epic plus mitral was implanted. And 21mm epic plus supra was used instead due to possible contact risks with the fixed valve and the device.therefore, the procedure is not an oversizing issue nor aortic regurgitation. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that after implantation of 23 mm epic plus supra and 29 mm epic plus valves, mitral valve annulus was noted to be torn due to infective endocarditis (ie) which caused mitral regurgitation and heavy aortic regurgitation. Cardiopulmonary bypass was set up again, and both devices were explanted. The torn valve annulus was fixed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Abbott requested for procedure imaging however this was not provided for review. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.